Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with an elevated blood glucose (bg) of 470 mg/dl, and diabetic ketoacidosis. Customer was treated with intravenous fluids of saline and insulin and was released from hospitalization one day later. Reportedly, the issue was due to a kinked/bent cannula on a non-tandem infusion set. The infusion set information was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.